Manufacturer narrative:
(B)(4). Carefusion technical support advised the biomed that the reported event was either a communication issue between the trans con alarm assembly (tca) and the components in the gas delivery engine (gde), or the high speed cable. He was advices to check all the flat white cables and the connecters, then call back if he still needs further assistance. As of (B)(6) 2015, the biomed has called back for assistance with this particular unit.

Event description:
Biomed reported a "vent inop" error message, after he replaced a damaged o2 cable. The error log was displaying the following codes: bad cal exv, bad cal fcv, bad ID sfs, header error efs, device not found efs, bad ID ifs, data error ifs, header error ifs, bad cal bgpt, data error bgpt. No patient involvement.